Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Severely calcified and narrow iliac arteries). Conclusion: (severely calcified and narrow iliac arteries).

Event description:
A talent converter stent graft and another MFR's stent graft were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date. The iliac arteries were severely calcified and narrow. It was reported that the pt presented with a type ii endoleak between the talent converter and the other MFR's stent graft on an unk date. A 36 mm diameter talent aortic cuff was attempted to be inserted to address the type iii endoleak; however, it could not be advanced to the intended landing zone. The device was removed from the pt without issue. The delivery system did not kink and it was discarded by the user facility. A smaller 28 mm diameter endurant delivery system was selected and it was successfully implanted; however, there was a proximal type I endoleak (ref MFR # 2953200-2011-00890). A palmaz stent was implanted and successfully resolved the endoleak. No add'l clinical sequelae were reported and the pt is fine.